Manufacturer narrative:
Continuation of d10: product ID 37761, serial# unknown, explanted: product type recharger h3 : the desktop charger cable assy had frayed cord. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 37761, serial#: unknown, product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that they need to order her a new charging black cord that plugs into recharger. Caller states the patient was in the hospital and there is no way to get the serial number for this. Caller stated nothing will stay plugged in and they need this shipped. They reviewed we need the serial number and will send email to repair however caller insisted to order. The caller stated she spoke to rep who said to call and get this ordered. They stated the patient's back was really bothering her from laying in hospital bed and needs this part ordered. They sent a request for a new desktop charger. The patient was currently in the hospital due to unrelated medical reasons. The cord will not stay plugged in to recharger and there is no way to get the sn and the rep is aware of this as well. The ac adaptor connector pin was loose. The cord will not stay plugged in to recharger and there was no way to get the serial number and the rep was aware of this as well. Hoping we can send this to the daughter in order for the patient to charge ins. It was hoped to ship the patient's daughter the part so the patient can charge ins.

Manufacturer narrative:
Correction: h6 codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.